Event description:
Dr. (B)(6) of (B)(6) alleged the ceiling monitor mount fell from the ceiling and hit the hygienist on the upper right portion of her head. The doctor stated the hygienist was seen at the ER and the next day had a worsening headache, stiff neck and possible swelling starting in the back. Seeing her family doctor for next steps. The hygienist was advised to rest and do no work until signs/symptoms resolve. Follow up with the doctor's office confirmed the hygienist was doing well but, on the doctor's recommendation, she will return to work in about three weeks.

Manufacturer narrative:
Discussions with the doctor's office determined that the flexible monitor mount fell due to coming loose from the tripod over time. It was confirmed by the doctor's office that there was no regular maintenance performed on monitor mount by an authorized dealer. Based on the data provided by the doctor's office, the monitor mount had not been properly installed in accordance with the manufacturer's installation instructions, which would have prevented the flex monitor mount from backing out of the tripod ceiling mount. The installation instructions contain the warning: all set screws must be tightened securely and roll pin must be installed properly to prevent column from unscrewing during operation. Failure to fully tighten set screws and install roll pin securely could result in monitor falling. Conclusion: monitor mount was not properly installed to manufacture specification when installed. Pelton & crane technical support provided the parts necessary to properly reinstall the flex monitor mount. Follow up with the doctor's office by quality confirmed the monitor mount had been reinstalled by authorized dealer technician. This completes this investigation.